Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. The device was received with battery at elective replacement indicator (eri) level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted. An ongoing hw investigation has been identified for this reported issue. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. No anomaly was noted; the device passed all tests.

Event description:
It was reported that during remote follow-up, premature battery depletion was noted on the patient's insertable cardiac monitor (icm). The physician elected to explant the icm and replace it with a new one. The patient's condition remained stable.